Event description:
Related to MFR report #: 2183959-2012-03347 and 2183959-2012-03350. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Lawyer-filed report ¿ (B)(4). Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.